Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a zone 2 62mm x 44mm saccular thoracic aortic aneurysm approx 3 weeks ago. The proximal neck diameter was 39mm, and the distal diameter was 28 mm. It was reported that the first device to be implanted was the distal stent graft followed by the proximal device; however, during deployment of the proximal device, an apex deployed in the misaligned position. The physician pulled the delivery system/stent graft down, however, he was unable to correct the misaligned apex. The physician pulled the stent graft down into the distal stent graft. The misaligned apex was in the thrombus of the aneurysm. Another talent stent graft was implanted to cover the proximal portion of the thoracic aorta. There was an endoleak which was modeled with a balloon, however, the endoleak did not resolve. The endoleak appears to be coming from in between two of the stent graft components, the distal and proximal grafts. There was also a proximal type 1 endoleak coming from the proximal portion of the graft. No further intervention was performed, and it was noted that the endoleaks may resolve without interventions. The pt is being monitored. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: occlusion.

Event description:
Additional information was received for this case. It was reported that during the index procedure the patient had a type iii endoleak therefore the physician elected to not give the patient anti-platelet therapy. Immediately after the procedure mural thrombus was confirmed around the implanted stent graft. The physician elected to monitor the patient. The investigator indicated that at the two year follow-up, the CT showed the mural thrombosis remained the same. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (funnel shaped thoracic aorta).